Event description:
It was reported that during a sigma resection procedure, the device did not staple. It appears that there were no staples in the device. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.